Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that his blood glucose level was 400 mg/dl the night before. She gave him a manual injection. The continuous glucose monitoring was saying his blood glucose level was 60 mg/dl but it was 240 mg/dl. The device was not returned.